Manufacturer narrative:
The technician found the brake casters out of adjustment and adjusted the brake casters to resolve the issue.

Event description:
The technician alleged the brakes were not holding in brake mode. No pt impact.